Event description:
It was reported that during a rotational atherectomy treatment procedure, spontaneous guide wire movement occurred. The target lesion was located in the severely calcified left anterior descending artery. During ablation, the rotawire floppy moved spontaneously. The physician suspected that the 1.50mm rotablator rotalink device had malfunctioned allowing the rotawire to move spontaneously. The procedure was completed with another of the same device. No patient complications were reported. The patient status was reported as good.

Manufacturer narrative:
Device evaluation by manufacturer: there was no visible damage to the returned device. The handshake connection was inspected and no damage was present. The advancer was locked in position. During functional testing of the device, no rotation occurred. There was also no rpm signal on the console. The fibre optic was examined and found to have one channel blocked. The fibre optic had been pinched 38 cm from the proximal side. The functionality of the brake defeat button was tested and no issue was noted. The guidewire did not move. No issue was noted with the brake functionality of the returned advancer unit. As no rotation was noted during testing of the device, the device was dismantled and the turbine was found to have a melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, spontaneous guide wire movement occurred. The target lesion was located in the severely calcified left anterior descending artery. During ablation, the rotawire floppy moved spontaneously. The physician suspected that the 1.50mm rotablator rotalink device had malfunctioned allowing the rotawire to move spontaneously. The procedure was completed with another of the same device. No patient complications were reported. The patient status was reported as good.